Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that defibrillation would not be possible.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically shorted diode, designator cr44. It was observed that there was extensive damage to multiple components, the therapy pcb assembly due to high current as a result of cr44 shorting.